Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. A timeout was observed in conjunction with an 0x5f alarm, indicating open ground at the hook switch. Battery voltages were low. Shelf mode current was out of spec. It could not be conclusively determined if the observed high shelf mode current was related to the reported 0x5f alarm.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition, the patient reports they bumped a wall and the cannula had become dislodged from the pod infusion site (arm). The patient reports receiving a pod hazard alarm during operation.

Manufacturer narrative:
B5 - describe event or problem changed from: it was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition the patient reports they bumped a wall and the cannula had become dislodged from the pod infusion site (arm). Changed to: it was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition, the patient reports they bumped a wall and the cannula had become dislodged from the pod infusion site (arm). The patient reports receiving a pod hazard alarm during operation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition the patient reports they bumped a wall and the cannula had become dislodged from the pod infusion site (arm).